Event description:
A hospital customer reported that during a power failure the ventilation stopped in a spacelabs bleasesirius anesthesia system due to the backup battery not holding a charge.

Manufacturer narrative:
Spacelabs is waiting to receive the incident materials to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once out investigation is complete.